Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated last week they noticed one day their back started hurting so they went to change the setting to a higher setting and the unit was shut off and it showed it was below 10% which was kind of strange because it was just full right before that. Patient said it happened again over the weekend and they kept track of what was going on. On friday the patient charged the implant to 100% and the next day it was at 50% so they charged it and it stayed good for a while and then it was off again at noon. Yesterday the patient got up and had to go to an event and when they checked it at 8 in the morning it was still at 50%. Patient charged it again at 8: 45 and before they left yesterday it was right around 40% to 50%. At 12: 30 the patient checked and the implant was off once again. Patient men tioned that they usually have one setting that was intermittent shut off to give them better battery life and they were usually keeping on that but they would usually get 24 hours out of it. Patient thought they were doing a lot of work around the house and they would turn it up and they thought maybe because they were do stuff that was blocking more pain they didn't know. Pt mentioned seeing not found message on communicator in the past. Agent reviewed information. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.